Event description:
It was reported that the keepsafe fall monitor model 8350 is not alarming, the light comes on but the unit does not alarm. No pt injury reported.

Manufacturer narrative:
Evaluation: results: (other) - no alarm tone while low battery light is on. A 9.v battery measured ok. Conclusions: no conclusions can be drawn.